Manufacturer narrative:
Investigation summary: 2 photos were provided. They show a syringe with plunger rod. The barrel is damaged. It is likely that a jam occurred at the plunger rod assembly process inducing the damage to the barrel. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photos provided. This is the 1st complaint for lot # 9108800 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: it is likely that a jam occurred at the plunger rod assembly process inducing the damage to the barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that before use, the bd¿ pre-filled normal saline syringe's handle was broken and missing, and the flange was damaged. The following information was provided by the initial reporter, translated from chinese to english: "the incident happened on 5th, and the salesman received feedback on the evening of 9th, and went to the hospital this afternoon to confirm the situation. After opening the product package, they found that the pre-filled flush handle was broken and missing, and the flange was damaged. The patient was not harmed."